Event description:
Pt's reported intraocular pressure was 39mm hg, not 29mm hg.

Event description:
A physician reported that a pt developed increased intraocular pressure (29 mm hg) one day following cataract surgery. The pt was treated topically with timoptic and xalatan for a maximum of five days. Paracentesis of the anterior chamber fluid was also performed. The increased iop resolved after treatment.